Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was assisted by ems for a low blood glucose of 28 mg/dl. The customer wass sleeping all day. The customer was given an IV drip to bring his blood glucose up. Troubleshooting was initiated. The drive support cap appeared normal. The insulin pump programming was accurate. The reservoir display also showed the same amount of insulin as the amount of insulin in the reservoir chamber. However, the customer believes that the insulin pump was over-delivering. No products have been returned or replaced as of yet.